Event description:
The philips bi-pap-auto has a serious design or mfg flaw. When running, it goes into a mode where the machine issues a repeated noise, and when it does this the output is almost zero. The noise "click-hiss-click-hiss." The click repeats about every second. I wake up when this happens, seriously out of breath. When I shut off and restart the machine, I find that the output is significantly lower than when the prescription pump settings were originally set by my health care provider. I brought the machine back to the provider, they gave me another machine. The second machine malfunctioned the exact same way within a few days, and the output on that machine was significantly reduced. The health insurance provider refused to replace the second machine, but did manual adjustments on it to increase the output of the machine. This setting was higher than my doctor originally prescribed, but the machine could not provide that actual output. After the adjustment on the second machine, the health insurance provider refused to support the machine, and I have been unable to reach philips to get a replacement or repair. This is a significant problem, since sleep apnea is such a life threatening illness. The machine is almost useless after these malfunctions, and I cannot adjust the machine myself, there is some sequence of buttons presses that the health insurance provider refuses to give me. Philips, the MFR of this machine must either fix the machine, or take them off the market. Please do something about this, since people do have severe heart problems worsen due to sleep apnea.